Event description:
Dr removed the remaining apical end of an implant. Pt is same pt as prior MDR report #m747509.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements could not be taken due to the damaged condition of the product. Review of the lot history of the subject product could not be completed since the lot number was not available from the doctor's office.